Event description:
The customer reported a channel disconnect occurred during a ketamine infusion being given for pain relief. The channel was found off, and was reprogrammed after the patient complained of increased pain. The same pump alarmed channel disconnect and shut off two more times before it was removed from use.

Manufacturer narrative:
The report of channel disconnects occurring during an infusion of the drug ketamine was confirmed and duplicated. Analysis of the event logs determined a ketamine infusion was programmed on pump sn (B)(4) on (B)(6) 2015 at 12:17pm. At 12:19pm and again at 12:48pm the log indicates that channel disconnect events occurred. In each case the user selected "confirm" and reprogrammed the ketamine infusion. The infusion continued until 1:11pm when the channel was powered off, putting it into an idle state. Visual inspection of pump sn (B)(4) left iui connector identified impact damage to the housing, dull pins and corrosion, however it was likely that it was attached to the left side of the pc unit because the log indicates that when the system was powered on the pump was labeled as channel a, and subsequent addition of a pca module to the system labeled the pca module as channel b. Pca is designed to be attached to the immediate right of the pc unit. Later, a third module was added to the left of the event device which caused the event pump sn (B)(4) to be relabeled as channel b. Visual inspection of pc unit sn (B)(4) left iui connector identified dull pins and corrosion. The cause for the customer¿s reported experience is being attributed to contamination / corrosion found on the left iui connector pins of the pc unit.